Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2014. Patient's mother tested alert functionality and reported alerts were not functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Receiver data log was provided for investigation but does not capture date of issue (B)(6) 2014. The customer complaint could not be confirmed.